Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator and had a tremor on their left side. The patient felt stimulation around her jaw and neck area, on her right side. A revision of the ins was performed and the physician decided to loosen up the extension in the scar tissue, to help alleviate tension. The lead extension connection was relocated to the neck region, instead of outside the skull. X-rays determined that very close to the lead extension connection, the wires were uncoiled/stretched. Impedances were normal but it was noted that a lead/extension revision will be scheduled within the next month. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389s-40 lot# v041062 implanted: (B)(6) 2007 explanted: na; extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2007 explanted: na; programmer model 37642 serial# (B)(4) neurostimulator model 37602 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; lead model 3389s-40 lot# v063950 implanted: (B)(6) 2007 explanted: na; extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2007 explanted: na.